Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading over 1000 mg/dl. It was stated that the customer was found on the floor unconscious prior to the hospitalization. The insulin pump was by her side and the reservoir was empty. Troubleshooting revealed an error and two alarms in the history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.